Event description:
The customer reported that she was having issues with the pod "during set up". She stated that the pod didn't "double-beep" after it was filled with insulin, and that "it was very hard to put insulin" into the pod. Despite this, the pod proceeded to be worn and, by "the next day", her bg levels had risen to greater than 300mg/dl. The pod was removed and replaced; it will not be returned for eval as it was discarded.

Manufacturer narrative:
The pod will not be returned so no eval is possible. The customer reported that she experienced difficulty filling the pod with insulin. This condition indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in the report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin". The user is also instructed in the user guide to monitor blood glucose levels frequently. The customer properly followed user guide instructions by removing and replacing the pod upon becoming aware of her high bg levels.